Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 158 mg/dl. The customer uses the infusion sets for 3 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label. Reportedly, the alarms were cleared.